Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient system was auto reducing, upon further investigation system diagnostics recorded high impedances on the lead, and as result the patient was experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating the patient had a trauma of a fall. Surgical intervention took place where the lead was explanted and replaced, and the ipg replaced per physician preference to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.